Event description:
It was reported that a pump has an inoperable keypad. There was no pt involvement. No further info was provided.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed the keypad output anomalies. The following keys were found inoperable: #5, #6, #7, #8, and #9 key. This was caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #6 key will occur following the selected key's function (e.g. Numerically, when the #1 key is pressed, 16 will be displayed, alphabetically: when the "abc" key is pressed, ap will be displayed interfering with mdl drug searching opportunities. As a result, the keypad will be replaced.